Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate dimension exl 200 integrated chemistry system. The repeat result recovered higher than the erroneous result and aligned with the patient¿s history. Also, the sample was repeated and then auto repeated on the original system for troubleshooting purposes, and the results did not align with the patient¿s history. The repeat result from an alternate system was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Calibration was acceptable, and quality control (qc) was within the range on the day of the event. The customer replaced the integrated multisensor technology (imt) sensor, primed imt consumables, ran a dilution check, which passed, and de-configured the imt. Siemens remotely assisted the customer and checked imt consumable flow and pump rate, primed warm water through the salt bridge tubing, and aligned the pump rate. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse performed preventive maintenance on imt. The cse replaced all imt tubings, x seal, imt d1 and d2 tubings due to bubbles observed in the line, performed a super soak, and set the pump rate. Next, the cse ran qc with a precision run, which recovered acceptably, and ran patient samples, which matched the previously reported results from an alternate system. Siemens reviewed the instrument data and determined that air and liquid values of standard a and standard b, and dilution check correction factor were within the normal range. Siemens further evaluated the event and determined that a flow issue through imt and bubble in d1 and d2 line potentially contributed to the falsely depressed na result. The system is performing according to specifications. No further evaluation of this device is required.